Manufacturer narrative:
Exact date unknown, event occurred a couple years ago.

Event description:
It was reported that the patient had unknown issues with the spinal cord stimulator (scs) device. The patient underwent an explant procedure.